Event description:
According to the reporter: procedure: sils lap cholecystectomy. The sheath at the grasper end of the roticulator endo-grasper shredded while in use. Unable to use further. No visible pieces seen in the patient.

Manufacturer narrative:
(B) (4). (B) (4).